Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) for unanticipated x-ray and additional medical intervention on (B)(6) 2015 to remove insertion guide instrument from patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an insertion guide was left in the patient. A female patient sustained a left proximal humerus fracture on an unknown date approximately ten days prior to the date of this report. On (B)(6) 2015 the patient was implanted with a proximal humeral plate and screws. An insertion guide that attached to the plate to facilitate screw placement into the plate was used. The procedure was completed and the wound closed. Later that day, sterile processing personnel observed that the insertion guide was missing from the small fragment set. An x-ray confirmed the guide remained in the patient. On (B)(6) 2015 the patient returned to the operating room and underwent an uneventful, ten to fifteen minute procedure to remove the guide. The instrument was removed easily and the procedure was successfully completed. No surgical delay was reported. This report is 1 of 1 for (B)(4).